Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd, cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that there is a big black mark in middle of the screen and she cant read the screen. The customer stated the mark is in middle of screen and covers the wording when she presses act to access the main menu. The customer reports it looks like a brown mushroom. It is unknown how the damage occured. The blood sugar is unknown and the insulin pump is returning.